Manufacturer narrative:
(B)(4). (B)(4). The device was received. Investigation is not complete.

Event description:
Device issue: unknown. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, after uneventful clip deployment the patient continued to have bleeding. Per the physician the starclose se device "sounded strange when the clip was deployed". The device was removed and hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.